Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient wanted to find a healthcare professional to remove their stimulator because the ins stopped working. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had told their physician in (B)(6) 2011 that their device had stopped working. They also added further detail that their ins had been getting weaker and then stopped. The patient added that the circumstances leading to the issue included them having fell and then about two months later it started slowing down and then stopped.